Event description:
A patient reported they were unable to obtain a blood glucose result. Their meter allegedly only prompt "clean test area" and "insert strip" message. The result on their meter was "insert strip". During troubleshooting the ccr was unable to help patient obtain a blood glucose result because of a "clean test area" message. The result on the doctor's meter was unknown. Patient frequently visits their physician's office for a blood glucose test. The time difference between patient's meter and physician's meter was unknown. Ccr replaced patient's meter with a one touch basic enhanced. No treatment was reported. No further information has been reported.